Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra was powering off right after the meter turned on. The patient claimed there was no meter trauma. The customer care advocate (cca) walked her through troubleshooting and noted the meter did not shutoff prior to the automatic shutoff; instead, the meter was displaying the meter settings. The cca helped the patient reset the meter settings. It is unknown how often the patient tests on her meter and how long the patient has been unable to test due to the alleged power issue. The following day, approx. At 8am, the patient reportedly went to the emergency room because she was not feeling "fine" and because she was unable to test her blood glucose levels. She indicated that her chest was hurting and was having difficulties breathing and standing. At an unspecified time, she took 1 pill of 1000 mg glucophage but had forgotten to take her insulin. It is unknown what medication the patient usually takes for her diabetes. When she arrived at the emergency room, her blood glucose was tested; however, she was unable to recall the result. She was initially treated with 50 units of novolin 70/30 after her blood glucose test and was given 5 additional units of insulin every 2 hours of another unspecified type of insulin. The patient also stated that she received "fluids." The patient was released from the emergency room at 9pm the same day. It would be helpful to obtain the following: how long the patient has been unable to test on her meter, if she made any adjustments to her usual diabetes medications regimen due to the alleged issue, and the patient's blood glucose when she first arrived at the emergency room. Based on the provided information, this complaint is being reported because the patient alleged she was unable to test for an unspecified time and then became hyperglycemic. The patient was then treated with insulin at the emergency room. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.